Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a smartablate¿ system rf generator and suffered a cerebrovascular accident, esophageal fistula, pericardial effusion and deceased. After the procedure, the patient experienced sudden onset of chest pain, pericardial effusion and stroke. A CT scan was done which revealed an atrio-esophageal fistula. Surgical repair was done and the patient deceased. The anesthesiologist used a standard temperature probe in the esophagus to prevent esophageal injury. Settings during the event include: power control mode / temperature warning at 43°c and cut off at 50°c / impedance cut off at 250 ohms / power burning was between 25°c and 30°c. There were no warnings or error messages observed on biosense webster equipment during the procedure. The physician¿s opinion regarding the cause of this adverse event is that either the generation 2 smarttouch catheter is more powerful than the previous catheters or that there may be an engineering problem.

Manufacturer narrative:
(B)(4). Product description: smartablate¿ system rf generator. This is a response to FDA¿s letter of an adverse event dated may 9, 2016 with the following event description: it was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a smartablate¿ system rf generator and suffered a cerebrovascular accident, esophageal fistula, pericardial effusion and deceased. After the procedure, the patient experienced sudden onset of chest pain, pericardial effusion and stroke. A CT scan was done which revealed an atrioesophageal fistula. Surgical repair was done and the patient deceased. The anesthesiologist used a standard temperature probe in the esophagus to prevent esophageal injury. Settings during the event include: power control mode / temperature warning at 43°c and cut off at 50°c / impedance cut off at 250 ohms / power burning was between 25°c and 30°c. There were no warnings or error messages observed on biosense webster equipment during the procedure. The physician¿s opinion regarding the cause of this adverse event is that either the generation 2 smarttouch catheter is more powerful than the previous catheters or that there may be an engineering problem. Event date reported: (B)(6) 2015. After reviewing the reported event provided in the FDA letter received by biosense webster inc. (Bwi), we matched this event to our database by event date, event description, hospital address, device and report number. We have verified that this event was reported as manufacturer reference number: (B)(4), report# 9612355-2016-00008 for the generator and manufacturer reference number: (B)(4), report # 9673241-2016-00104 for the catheter. Please confirm or provide the model, lot, serial, and/or catalog number(s) of the device listed in the medical device report as applicable. Response: brand name: smartablate¿ system rf generator, model #: m-4900-07, serial #: (B)(4), catalog #: m490007; brand name: thermocool® smarttouch® bi-directional navigation catheter, model #: d-1327-00-s, lot #: unknown, catalog #: d132700. Please provide a more complete description of this event including any relevant details surrounding the event. Response: based on our investigation, we have learned the following information about the event: it was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a smartablate¿ system rf generator on an unknown date. Settings during the procedure included: power control mode / temperature warning at 43°c and cut off at 50°c / impedance cut off at 250 ohms / power burning was between 25°c and 30°c. The anesthesiologist used a standard temperature probe in the esophagus to prevent esophageal injury. There were no warnings or error messages observed on biosense webster equipment during the procedure. After the procedure, on (B)(6) 2016, the patient experienced a sudden onset of chest pain, pericardial effusion and stroke. A computed tomography scan was done which revealed an atrio-esophageal fistula. Surgical repair was done, but the patient died. The physician¿s opinion regarding the cause of this adverse event is that either the generation 2 smarttouch catheter is more powerful than the previous catheters or that there may be an engineering problem of the catheter. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual. A complete description of investigation and analysis methodology(ies) used, an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved, any conclusions reached based on the investigation and analysis results. Response: bwi investigated the reported event. Based on the available information, biosense webster¿s investigation has not identified any product malfunction to be the definitive cause for this adverse event. Rf generator: according to the information provided in the complaint file, the case was performed with the smartablate generator (sn# (B)(4)). There was no reported errors/malfunction on the generator reported by the customer during the ablation procedure. The hospital declined serviced to the smartablate generator used in this ablation procedure after filing the complaint; however a device history record review was performed and verifies that the device was manufactured in accordance with documented specification and procedures. Catheter: the thermocool smarttouch catheter used during this ablation procedure was not returned to bwi for analysis since it was discarded following the procedure. There was no reported error/malfunction of the catheter reported by the customer during the ablation procedure. The physician¿s opinion on the cause of the event was the potential differences between generation 1 and generation 2 thermocool smarttouch catheters and an engineering problem. Biosense webster has done extensive testing on the catheters (per PMA supplement p030031/s065); there are no differences between the two generations of the thermocool smarttouch catheter that could have contributed to this adverse event. Because the customer did not return the catheter and the generator was not available for inspection, bwi could not conduct a product investigation. What actions has your firm taken to address this problem? Response: for this, and all our products, we continue our post-market surveillance and escalate issues, as needed and as per bwi processes, in order to review and take appropriate actions to ensure patient safety. The generator is used in conjunction with the catheter; therefore the catheter instructions for use (IFU) should be used on appropriate power range. In the IFU for the thermocool smarttouch catheter, as part of the recommendations for radiofrequency (rf) application parameters, bwi recommends using rf power range of 15w ¿ 30w when ablating in the atria. (See attachment a) in july 2015, a customer notification letter (refer to attachment b) regarding the proper use of the force-time interval (fti) setting in the carto visitag module of the carto 3 system was sent to customers. This notification reinforced the labeling recommendations to avoid any excessive energy delivery. Please provide the results of risk management activities completed by your firm which address the reported device problem. Indicate the frequency and severity of the hazard, cause(s), and the applicable control(s) implemented to mitigate the hazard. Response: atrio-esophageal (ae) fistula is classified in the bwi risk documents with the highest level of severity (sl5) which is defined as critical (life threatening, death could occur). Based on the bwi risk documents, the acceptable occurrence rate of ae fistulas occurring due to product malfunction is less than or equal to 0.002%. Based on our post-market safety surveillance, we have received no reports of ae fistulas due to product malfunction. The 2012 hrs/ehra/ecas expert consensus statement on catheter and surgical ablation of atrial fibrillation states that left atrial-esophageal fistulae occur after less than 0.1%¿0.25% of af ablation procedures and are a known complication of catheter ablation procedures. The overall frequency of atrio-esophageal fistulas reported to bwi for the stockert generator in the last 2 years (may 2014 ¿ may 2016) is 0.0111%. This occurrence rate of ae fistulas is below the published occurrence rate for ae fistulas following af ablation procedures (0.1% - 0.25%). Please provide a copy (or electronic location) of all current labeling for the device, including directions for use, caution statements, technical manuals, and product performance reports. Response: instructions for use: smart ablate rf generator user manual. Please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue. Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same reported device problem. Response: the following reports were submitted between may 2014 and may 2016 for atrio-esophageal fistula for the smartablate generator. 9612355-2015-00022, 9612355-2015-00033, 9612355-2015-00040, 9612355-2015-00053, 9612355-2015-00058, 9612355-2015-00073, 9612355-2015-00076, 9612355-2015-00074, 9612355-2015-00069, 9612355-2016-00003, 9612355-2016-00009, 9612355-2016-00010, 9612355-2016-00013, 9612355-2016-00014, 9612355-2016-00019, 9612355-2016-00022, 9612355-2016-00025, 9612355-2016-00034 and 9612355-2016-00032.

Manufacturer narrative:
Due to the (B)(6) 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4). Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a smartablate¿ system rf generator and suffered a cerebrovascular accident, esophageal fistula, pericardial effusion and deceased. Repair follow up was performed and service was declined. Complaint was unable to be duplicated. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Manufacturer date received on 02/25/2016 to complete UDI#. UDI# ((B)(4).